Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons and customer had to press more than once to get them work. Customer stated that insulin pump had dimmer backlight or rainbow effect making it difficult to read screen and had slower rewinds. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.